Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation at this time. The customer will keep the 30mm breast shields until she can find another breast shield in between 30mm and 36mm. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016 that the 30mm breast shields that she uses with her lactina breast pump are too small; she had developed crust on her breast and her ducts seemed clogged. She also stated that she had mastitis, which was treated with an antibiotic. On (B)(6) 2016, the customer confirmed with a medela clinician that her mastitis was resolved. It was also stated in the clinical assessment that the customer had an oversupply (80-100oz/day), which can cause plugged ducts and mastitis. The clinician recommended seeing a dermatologist for the crust issue, and using a symphony pump for all pumping session for her over-production to help prevent clogged ducts and recurrence of mastitis.